Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 02/08/2017, that the display device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined.